Event description:
Allegedly the patient is experiencing mom complications (right). The patient has not yet scheduled an explantation of the hip implant. Additional information received from litigation on 02/16/2018. Allegedly the patient was revised due to the following mom complications: hip femoral component loosening. (Right).